Manufacturer narrative:
An event regarding loosening involving a scorpio femoral component was reported. Conclusion: medical assessment of the event noted that there was no cement beneath the tibia when the tibial baseplate was removed and that the adverse event is most likely caused by improper surgical technique during the index surgery. "The femur was apparently well cemented" and therefore the product did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient began experiencing pain and walked with a limp in her left knee after her primary surgery. During her revision surgery, the doctor noticed the her knee had come apart; the implants never cemented themselves. The patient also found out she is allergic to nickel.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient began experiencing pain and walked with a limp in her left knee after her primary surgery. During her revision surgery, the doctor noticed the her knee had come apart; the implants never cemented themselves. The patient also found out she is allergic to nickel.